Event description:
Customer claimed sparks coming out of pad. Product was returned for investigation. Upon further investigation into the customers complaint, the inspector observed that the pad appeared to of been misused. The pad was bunched, the metal clips were bent, the thermostats were bent and discolored, the pad was stained, and the harness had failed. These are all defects that are found in product that has been folded or laid on while being in use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds". Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.